Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an insulin flow blocked alarm event on 24-may-2025. The blockage was at the site. No further information available.